Event description:
Before bilateral knee replacement, I told my original surgeon I was allergic to many things and asked if there was a test I could take to test for the materials being placed in my body. The surgeon said "there is no test the prosthesis are made out of titanium we never had a problem." My bilateral knee replacements were done on (B)(6) 2013. Stryker scorpio nrg were placed in my body. Within two weeks after surgery, I noticed weakness in my arms. I had trouble lifting a one pound weight. I developed systemic pain and fatigue. I mentioned to my surgeon and staff many times I was not getting better after surgery; I was getting worse. My original surgeon did not address my complications and said he expected I had a rheumatoid problem. I went to a rheumatologist in (B)(6) 2013. The rheumatologist tried various medications including methotrexate and no meds took the pain or weakness away. My symptoms continued to get worse. In (B)(6) 2013 I received a newsletter from my original surgeons practice with a (B)(6) article attached. The post article was about a woman who had a shoulder replacement and continued to have problems. She came from (B)(6) to my surgeons practice in (B)(6) for a second opinion to see a shoulder specialist. This woman had a melisa blood test. Dr. (B)(6) is quoted in the article saying "an allergic reaction to a metal joint is rare, he has encountered about four cases in approximately 4,000 shoulder replacements." When I showed this statement to my surgeon he said "I think this is an exaggeration on his part." My surgeon was shutting me off so I requested to see another surgeon from the same practice. The second surgeon more compassionately agreed with his partner there is no such thing as metal allergy and no approved test for metal allergies. I searched for a second opinion from a doctor in the (B)(6) area, however no surgeon would agree to see me until at least a year after my surgery. My husband witnessing my deterioration called the rheumatologist who said I did not have signs of rheumatoid arthritis and she was as confused as we were. The rheumatologist called an orthopedic doctor she knew and asked him to see me. When I went to dr.(B)(6) office he informed us the scorpio nrg had nickel and cobalt in them. Dr. (B)(6) ordered me the ltt blood test. Blood was drawn in his office on (B)(6) 2013, and the results show I am mildly reactive to titanium, cobalt, and reactive to nickel and vanadium. Dr.(B)(6) would not do revision surgery on me because he did not have a prosthesis that I was not reactive to. By (B)(6) 2013 I could not take care of myself or my family, fatigue and weakness was severe. I needed help getting dressed, turning over and getting out of bed. Systemic pain was unbearable. I sent my ltt results and history to dr. (B)(6) at the hospital for special surgery in (B)(6). Dr. (B)(6) invited me to see him on (B)(6) 2014. I told dr. (B)(6) I was very weak and could feel my body shutting down. He asked me if I could wear costume jewelery. I said no I never could. Dr. (B)(6) explained he had one type of knee smith nephew made with oxinium and ceramic that might help me but could not make any guarantees. On (B)(6) 2014 dr. (B)(6) did left knee revision surgery and (B)(6) 2014 right knee revision. I noticed a much better difference in my recoveries from my original surgery. I could walk better, with less pain. In (B)(6) 2013 the systemic pain decreased and my strength slowly started to return. My energy level is back to normal and the systemic pain has disappeared. I worry each day how the prosthesis in my body is affecting my organs and lymphatic system.